Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# :unknown, product type: programmer, physician. Product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine (5 mg/ml at 0.4998 mg/day) via an implantable infusion pump. It was reported that at a refill on (B)(6) 2020 the patient's drug was changed from morphine to hydromorphone. The caller stated that "when they went to update the pump he was unable to and was not given the option to give a bridge bolus or change drug/ infusion." They stated they were okay with the patient getting the same concentration and dose of the new drug, so they were going to send the patient home and have them come back to the office as soon as possible so they can correct the issue. No patient symptoms were reported. No further complications were reported.